Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose level. No additional patient or event information was available. Customer's pump is out of warranty and the customer has reverted to manual injections for insulin therapy.